Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(6). This report filed (B)(4), 2011.

Event description:
It was reported that patient underwent total hip arthroplasty utilizing a femoral inserter with a rotation fork on (B)(6), 2011. During the procedure, a piece of the rotation fork fractured when the surgeon was rotating the stem. The surgeon retrieved the fractured piece from the patient's wound and the procedure was completed. It was further reported that a c-arm was used during the procedure and confirmed that nothing was left in the patient's wound.

Manufacturer narrative:
User facility filed medwatch report (B)(4), which correlates to the same event. (B)(4).